Event description:
It was reported that the pump case would not clip securely. Subsequently, the pump case fell, causing the pump touch screen to be cracked and unreadable. Customer¿s blood glucose level was 170-200 mg/dl. The customer reverted to an alternate method in insulin therapy.